Manufacturer narrative:
Device not returned to MFR.

Event description:
A surgeon reported that he received errors for his trajectory as the entry point was inferior to target on the treon navigation system with the framlink5 software. Back in the software, he registered the stereotactic localizer in the reverse direction and was then able to receive frame settings. The surgeon realized that the settings were not valid and did not use the entry point settings for his procedure. No impact on pt outcome was reported.